Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) 2010. The device records multiple occasions throughout the history log when the temperature recorded is below the recommended minimum temperature. The device failed multiple self-tests due to a low battery between (B)(6) 2010 and (B)(6) 2012. The device records multiple manual power ups mainly of ten minutes duration between the (B)(6) 2015 and the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs recorded and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The temperatures recorded and the excess current drain measured and the voltage fluctuation observed over the pogo pins would account for the low battery fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.